Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm. The diameter of upper proximal neck was 19mm and the diameter of aneurysm entry was 20mm. The proximal neck length by centerline was 14mm. It was reported that another manufacturer¿s stent grafts were implanted and a touch-up was carried out. When angiography was carried out, a slight amount of type ia endoleak was confirmed. Then another aortic cuff was added, but type ia endoleak still remained. This case was expected to have a possibility of a remaining type ia endoleak due to the vessel form and it was already explained to the patient in advance. One day passed since the endovascular repair was performed. The patient was in favorable condition and the pulsation of aneurysm is decreasing. The patient reportedly had a short neck and the blood vessel had tortuosity so it was expected to have a remaining type ia endoleak before the procedure. There was no plan for additional treatment, and the patient will be monitored. No additional clinical sequelae were reported. Image review analysis: review of a pre-implant drawing confirmed that the patient had a 53mm aaa just below the angulated proximal neck. The amount of proximal neck angulation could not be determined from this drawing. The proximal neck diameter was 19 ¿ 20mm, and was 14mm in length. The diameter of the aorta just distal to the aaa was noted as 18mm, and the distal aortic diameter was 21 x 15mm. The drawing shows that two endurant tubes were planned to be implanted across the aaa, extending from the renals and down into distal aorta, and a powerlink bifurcate device was implanted from the distal tube graft down into the iliac arteries. Images during implant were not available for review. The cause of the reported proximal type I endoleak could not be determined. It is possible that the short and angulated neck may have contributed.

Manufacturer narrative:
(B)(4).